Event description:
While setting up the equipment during surgery it was noted that the reinfusion line was "stuck" to the waste bag. The tubing was pulled away from the bag tearing a hole in the waste bag. The unit was dissassembled and another set up.